Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood/body fluid was found on the distal conductor (not obstructed). The outer insulation exhibited cosmetic metal ion oxidation, cosmetic environmental stress cracking, and a cosmetic depression. The lead exhibited apparent explant damage.